Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported discordant sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested negative with quickvue sars otc and then tested positive with an alternate testing method (method unknown). No additional confirmation testing had been completed.